Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and pneumonia and urinary track infection by her son on (B)(6) 2019. Customer stated her insulin pump was removed when admitted to the hospital and her boyfriend brought her insulin pump home. Customer was in emergency room. The customer did experienced the symptoms such as vomiting. The customer was treated by bolus with shots. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Customer declined to troubleshooting on insulin pump for the hospitalization. Based on customer report customer does not allege / does allege pump was under delivering. The insulin pump will not be returned for analysis.